Event description:
The pt called to report that their family member came to their house and found pt unconscious. Family member called the fire dept and they came and gave their instaglucose and took them to the hosp. Pt reported their blood glucose to be 39mg/dl at the hosp. Prior to pt's family member finding pt, pt had used the suspect device to check their blood glucose and obtained a result of 517mg/dl. Pt then took a bolus of insulin through their insulin pump to cover the result. The suspect device was replaced with new product and authorized for return to the MFR for eval.